Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor was tested outside the device and passed the insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. .the insulin pump has minor scratches on the lcd window.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 305 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also found the customer had a no delivery alarm, but declined to troubleshoot for the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.